Event description:
Doctor reports received the wrong part. Dr drilled osteotomy and realized it was the wrong implant. Doctor reports having to drive to another office for another implant and completed the procedure in the same visit. Internal investigation shows that this was the only instance that this specific product combination was ordered where this error occurred and the issue has been corrected. This is a reportable malfunction.